Event description:
Reporter indicated that pulse generator was interrogated once in the operating room prior to implant and then could not be interrogated again. A back-up unit was implanted instead without incident.